Event description:
It was reported that patient underwent replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. Balloon was removed, examined and determined that it had detached from base.